Event description:
Reporter indicated that the patient claims the vns is not working when patient is at the bowling alley around the electronic scorer, or when patient is at a bar or club. Lead test resulted in normal lead impedance, indicating that the device was functioning properly. The patient continued to report the speakers at the bowling alley "turn patient's device off". The patient does not believe that the device comes back on when patient leaves the bowling alley or bar. Patient reportedly has experienced an increase in both partial-complex and tonic-clonic seizures as a result of the device being inadvertently "turned off" as previously reported at the bowling alley and bar. It was reported that the patient was having a decrease in seizures prior to the episodes at the bowling alley and bar. At office visit in 2002, the patient swiped the device with a cybermagent and did not feel the device stimulate. The patient then tried swiping the device with a horseshoe magnet and patient finally felt it stimulate. A cybermagent was used again and this time patient felt the stimulation. The patient believes that swiping the device with the horseshoe magnet finally turned the device back on from when it "turned off" at the bar. The physician instructed the patient to use the horseshoe magnet until further notice. The patient is very thin and the generator is implanted subcutaneously as recommended in device labeling. The patient later reported that patient continues to experience an increase in seizures and that patient does not believe that the device is working with the horseshoe magnet. The patient reportedly does not feel magnet mode stimulation when patient swipes the device with the horseshoe magnet. Further follow up revealed that pre-vns, the patient experienced 12-13 seizures a month. Since implant, the patient only has 2 seizures per month, but lately patient has had an increase in tonic-clonic seizures. The increase occurred at the same time that the physician was reducing the patient's phenobarbital medication. The physician stopped the reduction of the medication, but the patient has not yet had any improvement. The physcian plans to check the patient's blood levels at patient's next appointment.